Manufacturer narrative:
The complaint sample was not returned to greatbatch medical for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. No further investigation is required. (B)(4).

Event description:
It was reported during a total hip arthroplasty (tha) that the design of the reamer handle does not allow the surgeon to perform with a mini invasive anterior approach. The surgeon used another reamer handle to complete the surgery. A surgical delay of 45 minutes was reported.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to (B)(4) for eval. Once (B)(4) receives the device an investigation will be performed and supplemental medwatch 3500a form will be submitted. Complaint info was provided by depuy synthes.